Manufacturer narrative:
It was reported that the doctor was performing an excision of an ingrown toenail on the left great toe when the plunger of the syringe broke at the beginning of the procedure. The physician stated that he did not experience any issues drawing up the lidocaine from the vial, however when he had the needle in the toe and he pushed down on the plunger, the shaft of the syringe bent sideways and the plunger was unable to be pushed forward to expel the medication. There was no lidocaine injected into the patient's toe, however a new syringe was required to complete the procedure. The physician completed the injection and the excision without further incident. The actual sample was returned for evaluation and the customer reported issue of a broken plunger was confirmed during evaluation and found to be due to excessive force. No additional information is available at this time. There was no further intervention required for the patient. There was no follow-up medical care or additional medical intervention required related to the incident, however medical intervention to replace the initial syringe to complete the procedure was necessary. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the plunger of the syringe broke at the beginning of the procedure resulting in a new syringe to complete the procedure. .